Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep said patient reported difficulty with recharging that patient can't get beyond 30% and that it takes a long time to recharge. Rep also said they lowered patient's recharge speed today, since patient reported that it gets too hot (agent understood this as referencing the implant site being too hot, not the recharger) after an hour of recharging. Rep started a recharge session with patient today and they got good coupling, and the battery did go up to 40%. Data showed that patient has gotten up to 60%, but there were also data points that showed fair coupling that resulted in longer recharge time. Assessment of the pocket site showed implant was not deep and it's parallel to the skin. Technical services(ts) recommend that when patient recharge, that they monitors to make sure they have good coupling before they stopped monitoring the recharge progress. Reviewed with rep that positioning of the recharger can change if patient started in one position and then changed to another. Ts also suggest taking diary to match that up to recharge data.